Manufacturer narrative:
Continued: e.1. Regional state: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left device deflation." The device has been explanted.

Event description:
Healthcare professional reported "left device deflation". Additional event of "presence of folds". The device has been explanted.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ deflation-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "left device deflation" hcp later reported ¿creases" per rga form. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/12/2024.

Event description:
Healthcare professional reported, left side deflation. Additional report of creases. The device has been explanted.

Event description:
Healthcare professional reported "left device deflation" hcp later reported ¿creases" per rga form. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings on the device. ¿ crease folding of implant: observed creases on the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.